Event description:
The mpu reportedly had a v-lock connector on the ac power cord. The ac power cord did not come loose from wall outlet or the back of the unit. There were no environmental circumstances that would affect power at the house during this time. The mpu was sent in for repair / evaluation.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a flashing green light and yellow wrench on the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), the unit was plugged into an ac power source and the green light and yellow wrench were flashing. The issue was isolated to the power supply printed circuit board assembly (pcba). The power supply pcba was replaced. A functional test was performed per mp, heartmate mobile power unit service process and all tests passed. The unit was returned to the customer site and is ready for use. The power supply pcba and patient cable were forwarded to product performance engineering (ppe) for further evaluation. The pcba was plugged into a test unit and the reported issue of not powering on was confirmed. Visual inspection of the power supply pcba revealed a compromised c5 capacitor. The output voltage was fluctuating between 2-14v due to the compromised capacitor. Due to the voltage fluctuations, the board did not consistently output the 15vdc required to power the main pcba. The reported event of flashing green light and yellow wrench on the mpu was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective and preventative action (CAPA) was initiated to further address the observed issue. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that when the patient plugged into the mobile power unit (mpu), the green light and yellow wrench were flashing. All lights on the system controller were active and alarming. The patient was advised to try another outlet and replace aa batteries, but the issue did not resolve.

Manufacturer narrative:
Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a flashing green light and yellow wrench on the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), the unit was plugged into an ac power source and the green light and yellow wrench were flashing. The issue was isolated to the power supply printed circuit board assembly (pcba). The power supply pcba was replaced. A functional test was performed per mp, heartmate mobile power unit service process and all tests passed. The unit was returned to the customer site and is ready for use. The power supply pcba and patient cable were forwarded to product performance engineering (ppe) for further evaluation. The pcba was plugged into a test unit and the reported issue of not powering on was confirmed. Visual inspection of the power supply pcba revealed a damaged c5 capacitor. The top had a black mark and was convex instead of being flat. The output voltage was fluctuating between 2-14v due to the damaged capacitor. Due to the voltage fluctuations, the board did not consistently output the 15vdc required to power the main pcba. The root cause for the reported event was due to a damaged capacitor in the power supply pcba. A manufacturing analysis task has been initiated to further investigate the yellow wrench issue due to a damaged c5 capacitor of the power supply pcba. Device history records shop orders (B)(4) were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.